Event description:
It was reported that the device "froze" while on a pt. The device was turned off and then back on again, and it worked for a short period of time, then froze again. The device subsequently displayed an error message on the screen. The device was being used for pt monitoring and not resuscitation. The reporter stated that the pt outcome was not affected by this malfunction.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned for eval. The complaint was verified. Investigation isolated the cause of the malfunction to a specific memory chip (integrated circuit) on the device's motherboard. The motherboard was replaced to correct the malfunction. After repair, additional maintenance was performed on the device and it subsequently passed acceptance tests before being shipped back to the customer.